Event description:
It was reported that the patient had a non-device related back surgery and spinal infection was noted. The patient was experiencing extreme pain in the legs. The physicians were concerned of a potential infection with the spinal cord stimulator (scs). No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a non-device related back surgery and spinal infection was noted. The patient was experiencing extreme pain in the legs. The physicians were concerned of a potential infection with the spinal cord stimulator (scs). No further information could be obtained despite good faith efforts. Additional information was received that patient had an infection at the implant site. It was noted that patient was administered antibiotics and currently on a rehabilitation. The patient spinal cord stimulator (scs) devices were explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6).

Event description:
It was reported that the patient had a non-device related back surgery and spinal infection was noted. The patient was experiencing extreme pain in the legs. The physicians were concerned of a potential infection with the spinal cord stimulator (scs). No further information could be obtained despite good faith efforts. Additional information was received that patient had an infection at the implant site. It was noted that patient was administered antibiotics and currently on a rehabilitation. The patient spinal cord stimulator (scs) devices were explanted.